Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during an endobronchial ultrasound procedure, the aspiration needle was obstructed in the channel, punctured the scope, and damaged the patient¿s trachea. The extent and severity of the tracheal injury are unknown. The procedure was completed using a backup scope and a new aspiration needle. Additional information was requested but was not available at the time of this report. This event includes 2 reports. This report is 1 of 2.

Event description:
No additional information received from the customer.

Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. Updated fields: h6, h11. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. The most probable cause of the complaint is not established; the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Olympus will continue to monitor field performance for this device.